Manufacturer narrative:
(B)(4).reporter¿s phone number: (B)(6). Reporter¿s mailing address is unknown the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device battery device did not function despite a change of the battery with overheating of the engine. During an in-house engineering evaluation, it was observed that the motor was not functioning, defective and motor printed circuit board was out of order. It was further noted that the device failed pre-test for check of off/oscillation/on switch mode function. It was also observed that the device had misuse and lots of limestone. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.